Manufacturer narrative:
Investigation conclusion: returned and retention products were tested with quality control cut-off standard. All devices showed positive results at read time; quality control release specifications were met. No false negatives results were observed. Manufacturing batch record review did not uncover any abnormalities. Per the package insert, very dilute urine may not contain representative levels of hcg. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The patient's last menstrual period was (B)(6) 2018. On (B)(6) 2018, the patient took a home pregnancy test (brand unspecified) and received a positive result. The same afternoon, the patient went to the emergency department for follow-up on the positive result. A non-first morning urine sample was collected (no particulates noted, mucus present, specific gravity= 1.026, ph= 7, urobilinogen= 4) and a cardinal health rapid test hcg combo test produced a negative hcg result. The patient took a second home pregnancy test at the facility and received another positive result. The patient was sent to the laboratory where a serum sample was collected and a second cardinal health rapid test hcg combo test produced a positive result. Although no quantitative testing was performed, the customer believes the patient to be pregnant based off the positive serum result. Troubleshooting was conducted with the customer. The intended use and the limitations per the product insert were reviewed, including testing with dilute samples and hcg levels below the sensitivity of the test.

Manufacturer narrative:
Investigation conclusion updated to include concentration of quality control cut-off standard tested. Refer to investigation conclusion below: investigation conclusion: returned and retention products were tested with quality control cut-off standard (20miu/ml hcg urine). All devices showed positive results at read time; quality control release specifications were met. No false negatives results were observed. Manufacturing batch record review did not uncover any abnormalities. Per the package insert, very dilute urine may not contain representative levels of hcg. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated. Based on the information available, there is no indication of a product deficiency and no corrective action is required.